Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that none of the buttons were working. Customer stated that she had the insulin pump in the pool. Customer also mentioned receiving a motor error alarm on the insulin pump during prime. Customer's blood glucose reading at the time of the call was 219 mg/dl. Nothing further was reported.